Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
B5 describe event or problem- subsequent to the initial MDR, a correction is required. D4 serial no- correction primary UDI number- correction e2 is health professional?- correction e3 occupation- correction g2 report source- correction h2 type of follow up- correction h6- correction

Event description:
Subsequent to the initial MDR, a correction is required.